Event description:
It was reported that a patient presented remotely with their pacemaker in backup vvi mode. Upon attempting to interrogate the device in-clinic, there was no magnet response and the device could not be interrogated with a programmer. An explant procedure is planned, but no intervention was reported. The patient was stable throughout.

Manufacturer narrative:
The reported events of inability to interrogate and premature discharge of battery were confirmed. The reported event of pacemaker found in back-up mode could not be confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information notes that there was a suspicion of premature battery depletion occurring on the patient's pacemaker, as evidenced by the lack of a magnet response.

Event description:
New information notes that the patient's pacemaker was explanted and replaced on (B)(6) 2022. There were no patient consequences.